Event description:
Intervention cardiologist called and stated that the main purpose of the lariat device is to deploy the suture around the left atrial appendage. He stated that when he tried to deploy with the device, the pt developed a hemopericardium and pericardial tamponade and ultimately died. He continued to state that the reason for the tamponade was because the suture led to laceration and ultimate evulsion of the left atrial appendage at its base.